Manufacturer narrative:
Radiometer investigation of the received datalogs has concluded that the cause of the reported false high po2 and k+ measurement was due to incorrect sample handling by the user of the abl90 flex plus analyzer. The abl90 flex plus analyzer measured the samples correctly and did not malfunction. Hence, the event is no longer considered reportable.

Event description:
According to the complaint on 2022-nov-18th, when the customer measured a patient arterial blood on the abl90 flex plus analyzer (393-092r0306n015), the result of po2 and k+ were higher than expected. Therefore, after about an hour, they took arterial blood from the patient and measured again, both of second results were expected values. 1st results: 2022/11/18 8:41 sample #6743 po2; 185 mmhg, k+; 6.4 mmol/l, 2nd results: 2022/11/18 9:53 sample #6748 po2; 93.7 mmhg, k+; 3.9 mmol/l. Based on performed measurements the customer considers the 1st results of po2 and k+ as false high.